Event description:
It was reported that this lead was explanted due to pocket erosion and infection. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to pocket erosion and infection. Patient knew about it for months before his follow-up appointment. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrections: b3:date of event: changed it to reflect approximate date according o the patient b5: describe event or problem: changed to better describe patient discovery of the event.